Event description:
Doctor said when she seated the guide onto the pt's mouth, the distal extension of the acrylic cracked. She used the guide anyways and as she drilled more, the crack became bigger and the master sleeve fell out. She said that the trajectory was off. Doctor grafted the original osteotomy. Local anesthesia was used for the procedure.